Event description:
It was reported that the patient presented in clinic with a pacemaker that experienced premature battery depletion. The device did not pace and could not be interrogated and had no magnet response. The device was explanted and replaced. The patient was recovering.